Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, he opened the release button and found the staples had fallen off and were malformed. They changed to another device to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. Additionally, several performed stables were received separate inside a bag. The reload was a received loader with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.